Manufacturer narrative:
(B)(4). PMA/510(k): the rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the electrical resistance of the heater wires in the inspiratory and the expiratory tubes of the returned rt200 adult breathing circuit were tested using a multimeter. A continuity test was used to locate the break in the heater wires. Results: no fault was found with the heater wire in the expiratory tube. The inspiratory heater wire was open circuit due to a break in connection between the heater wire and one of the pins that crimps to the heater wire. A lot check revealed no other complaints of this nature for lot number 101213. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported that there was a heating issue with an rt200 adult dual-heated breathing circuit. An alarm sounded when it was connected to the mr850aea respiratory humidifier. This was noticed prior to patient use. No patient consequence was reported.